Manufacturer narrative:
Sensor kit expiration date is 31-may-2021. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the freestyle libre sensor did not apply and experienced a medical event due to this issue. The customer experienced a loss of consciousness and received unspecified treatment by a healthcare provider. There was no report of death or permanent injury associated with this event.